Event description:
On (B)(6) 2012, the pt underwent an arnold chiari sub occipital decompression procedure (craniectomy, shunt insertion and expansile duraplasty using a bovine pericardium graft.) Per procedure a piece of the bovine pericardium graft was sent for culture prior to the graft implantation. Several days later this graft culture came back negative. Eight days following surgery the pt developed fevers, seizures, acute hydrocephalus and increasing cbf white count. Pt continued to demonstrate persistent hydrocephalus, and swelling of the medulla and upper cervical spinal cord suggesting infection or vasculitis. On (B)(6) 2012, the pt was taken back to the operating room where the bovine pericardial graft was removed and cultured. On (B)(6) 2012, the explanted bovine pericardial graft culture was reported positive for aspergillus. The pt expired on (B)(6) 2012. Therapy dates: (B)(6) 2012. Diagnosis for use: closure of dura matter.